Event description:
A manufacturer representative (rep) reported that there was an issue with a duet drain at the csf access connection as the tubing pulled away from the stopcock; the components were not connected. It was confirmed there were no adverse events or patient harm. It was noted, however, that the tubing was intentionally cut to return the component rather than the whole system. It was unknown when the event began occurring.